Manufacturer narrative:
(B)(4). Lot 14n028 was manufactured between december 12, 2014 and december 13, 2014. The affected device was received for evaluation. A visual inspection on the unit (via the naked eye) noted a black particle approximately 0.02 square mm in size, embedded in the stress-member plug, verifying the reported condition. The origin of this material is unable to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the reservoir of a large volume infusor. This was observed after compounding with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.